Manufacturer narrative:
Evaluation summary: the protege everflex self-expanding peripheral stent system was received for. No ancillary devices or cine images from the procedure were received for evaluation. The protégé stent delivery system, (sds), was received with approximately 33 mm of the 80 mm stent. Sanguine fluid was noted within t he stopcock tube. The deployment paddles were received in contact with each other and the outer sheath was pulled back its full proximal direction exposing the stent retainer of the inner distal assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an everflex entrust stent to treat a 20 mm moderately calcified plaque lesion (80% stenosis) in the right proximal common iliac artery. The artery diameter was 7 mm in diameter and was moderately tortuous. The device was prepped as per the IFU with no issues identified. The procedure used a 5 fr sheath and a 0.035¿ guidewire. The lesion was pre-dilated using a 6 mm pre-dilation device. It was reported that there was no difficulty encountered advancing the device, no excessive force was used and the device did not pass through a previously deployed stent. During deployment of the stent it was reported that the physician couldn¿t see the sheath and the deployed stent across the lesion and in the sheath. The physician then experienced difficulty removing the stent delivery system (sds). The physician could not see the tip of the access sheath. The stent elongated when the sds and sheath were removed. The stent separated - half of the stent remained in the sheath and on sds. The rest of the stent was elongated and pulled through the arteriotomy. It was reported that hemostasis was controlled by placing a new sheath. An endarectomy was performed to remove the stent from the arteriotomy and to close the vessel. The patient was reported to be doing well.